Manufacturer narrative:
(B)(4). The unit is used solely for testing at the sister manufacturer site for disposable circuits and oxygenators. The field service representative (fsr) noted the equipment has not been regularly maintained by anyone, and is in generally rough condition. He recommended to customer they return the unit to manufacturer for replacement of roller pump guts assembly, but they declined due to cost. This unit is not used on patients.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occlusion knob and both rollers were seized-will not spin. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per field service representative the roller pump is stored on a cart. No parts will be returned to the manufacturer for evaluation per customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.